Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for a psee60a submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo show a label on the carton packaging, lot v9487z, exp 2024-01-31, ref: psee60a. The second photo show a damaged carton packaging. The third photo show a tyvek damaged. The fourth photo show a tyvek damaged, lot v9487z, exp 2024-01-31. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that the nurse noticed that the sterile packaging is damaged. Procedure delayed 10 minutes. Changed to a different device to completed procedure. No patient consequences reported. No further information is available.